Manufacturer narrative:
B3 - date of event: the event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that the balloon presented with a hole. A 7.0x200x150 sterling balloon catheter was selected for use. However, a hole in the balloon material was noted prior to use. The procedure was completed using an alternative device. No patient complications were reported.

Event description:
It was reported that the balloon presented with a hole. A 7.0x200x150 sterling balloon catheter was selected for use. However, a hole in the balloon material was noted prior to use. The procedure was completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
Date of event: the event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 50mm from the tip and is approximately 15mm long. Microscopic examination revealed no additional damages.